Event description:
It was reported that the top nub on actis stem broke off during insertion.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed, as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
Additional information received: can you please provide the product code and lot number of the reported product? The product code was worn off please confirm if the indicated broken actis stem was the broach or the stem implant? Broach if depuy synthese instrumentation broke during surgery, were all pieces retrieved from the patient ? All parts were recovered. Is the product available for return? (Yes/no) yes. Please confirm whether or not a patient harm occurred as a result of this event. No can you confirm the primary surgery date or the original implantation date? Wednesday (B)(6) 2022. What is the affected side involved in this event? Left or right? Right. Is there additional surgical intervention to remove the broken broach ? The stem was extracted without additional surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a3, d4 (lot, UDI), d9 and h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d4 (catalog) and h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. After physical review of the part, allegation is confirmed. The broach presented a breakage of the engaging post which broke off from the rest of the part. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.